Event description:
It was reported that internal threads on the implant were damaged. The screw would not tighten. The doctor requested thread tap tool.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 4109, 4110, 4111 ,4114. H6: investigation findings code was updated: 3221. H6: investigation conclusion code was updated: 67. One (1) unknown zimmer tsv implant was not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Functional testing could not be performed since the product was not returned. Therefore, the reported event couldn't be recreated, and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is due to excessive torque on implant and improper loading. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.